Event description:
A hosp rep reported that false pt plate alarms sounded and the output frequency shut down while a physician was attempting to cauterize pt bleeding during a procedure. A hosp tech replaced the pt plate pad used with an olympus ues-30 electrosurgical unit (esu) but output frequency was not restored. The pad and esu were replaced and the procedure was completed without complications.